Manufacturer narrative:
Analysis found handpiece was cosmetically ok. Able to confirm partial reported fault. Handpiece stalled, there was error code 15. Hi-pot test failed. Not able to perform pre-repair temperature test. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a handpiece motor stalled and was getting heated pre-operatively. There was no patient involvement.